Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced power supply was replaced that return the analyzer to normal function. No charred or burnt components were found. A review of service history for the architect i1000sr, serial number (B)(6), revealed no additional issues of visible sparks on or around the date of this complaint. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The visible sparks were limited to the supply, assy, dc power (rohs); the damage did not spread to other parts of the instrument. A review of historical data for the architect i1000sr did not identify any trends with regards to the current issue. A review of historical data for the supply, assy, dc power did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the supply, assy, dc power or the architect i1000sr processing module, serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported the architect i1000sr processing module was power off due to electrical work on-site, at the time power back on observed visible spark and loud popping noise from fan grid on the power supply around switch itself on instrument. There was no evidence of visible smoke or fire occurred. There was no patient involvement and no harm to user reported.